Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the needle was broken of the sensor. The customer¿s blood glucose level was unknown. The customer reported that they had sensor was broken during insertion and was broken. The customer reported that the sensor had a bent cannula. The customer was advised to return the sensor. The sensor will be returned for analysis.